Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: testing confirmed intermittent/sticking responses to button presses on the 'up' and 'down' buttons. Multiple button presses are required before the 'up' and 'down' buttons engage.the 'contrast' and 'ok' buttons respond to user input.. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to the complaint. The text on the display screen is dim/faded/discolored and the battery compartment is cracked at opening of battery chamber extending down to the primary seal.the returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.